Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was discovered that the instrument had an exposed wire. There was no allegation that any fragment(s) from the instrument fell into a patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received and evaluated the instrument. Investigation revealed that the instrument has a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp remains installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found the customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.